Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose and ketoacidosis. Nurse stated that the customer's blood glucose reading was 1136 mg/dl at the time of admission. Caller also stated that the customer's insulin pump was alarming no delivery. Nothing further was reported.